Manufacturer narrative:
All operating currents are within specification. No unexpected low batt or off no power alarms noted. Unit passed off no power test, self test, a21 error test and displacement test. Unit received with cracked case on display window corners, minor scratched lcd window, cracked reservoir tube window corners, broken reservoir tube lip, missing reservoir tube o-ring and cracked battery tube threads. Reservoir not able to lock in place due to broken off reservoir tube lip. Unable to complete functional test including basic occlusion test and occlusion test due to broken reservoir tube lip. Unable to confirm damage battery cap due to original battery cap not received with pump.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017, with blood glucose of 13 mg/dl at time of the incident. The customer's blood glucose was 264 g/dl at the time of the call. The customer was given intravenous glucose to treat the low blood glucose. The customer experienced symptoms such as seizures and loss of consciousness. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer saw their health care professional and had their settings adjusted. The customer also reported high blood glucose levels caused by the reservoir not staying within its compartment, which was damaged. The insulin pump will be returned for analysis.